Manufacturer narrative:
Device passed the self test and displacement test. However, pump error 3 and pump error 54 alarm found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had pump error hal software error detected and main arm cannot communicate with the motor arm. Customer's blood glucose level was unknown. The device will not be returned for analysis.